Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure, when the doctor applied energy, he waited to hear the second tone and started to cut the tissue and the grasper blocks didn't open. Device cut off tissue with suture placed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.